Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient did not require in-patient hospitalization, but an extra night at the patient hotel. When asked for the cause of the difficulty aspirating the pump fully and then only able to fill the pump with 36 ml since was determined, the rep stated that the reason must have been that even if they both saw air bubbles, and the nurse inserted the needle also a second time and more air bubbles came out, they now thought that they know to continue until no more bubble was showing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving clonidine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that they could not fully empty the 40 ml pump before implant. When the nurse aspirated sterile water from the pump reservoir, air bubbles came after only 31.5 ml. They then tried a second time to aspirate more but only air bubbles were obtained. When they then filled the pump with drug, they could only fill it with 36 ml. The pump was implanted. They had stopped the pump and the nurse will aspirate the pump and fill it as soon as the drug comes to the hospital. Regarding factors that may have led or contributed to the issue, not applicable was indicated. The issue was not resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. No surgical intervention was planned. The patient's medical history, gender, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was indicated that no pressure was felt when emptying the reservoir. Additionally, it was not completely clear if air bubble were seen and stopped coming out of the pump when emptying the reservoir. It was later further reported that as of (B)(6) 2025, the nurse could empty 41 ml and they decided to fill the pump with 40 ml. The day after the patient was happy and went home. It was further indicated that the case was solved as of now. The pump was in function and all closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.